Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to fluid loss. A new aus consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404127, 835921018, control pump fgs iz. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Analysis revealed leak at the cylinder tubing-strain relief junction in the tubing due to fatigue. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400024, 832933001, balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to fluid loss. A new aus consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.